Event description:
It was reported that the patient experiencing surges in the strength of the stimulation with postural changes. The patient underwent explant procedure and the explanted devices were disposed by facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2016. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch/lot: 294891.